Event description:
On 1/22/92 the patient underwent a successful angioplasty of her left anterior descending coronary artery, utilizing the scimed 8 french intermediate triguide catheter, a scimed mirage balloon catheter and acs hydrofloppy wires. Upon completion of the angioplasty and removal if the guide catheter it was noted that the catheter tip had seperated from the rest of the catheter. Fluoroscopic examination of the patient revealed that the tip of the guide catheter was in the patient's left superior femoral artery. With the use of another guide catheter and under fluoroscopic guidance, the tip of the original guide catheter was manipulated to the patient's right femoral artery, but could not be removed through femoral sheath. A vascular surgery consultation was obtained and the patient was transferred to o.r. Where right femoral artery cutdown was performed and the tip of the guide catheter was removeddevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: other. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.